Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart xl battery was low, it was later clarified by the customer service analyst that the battery would not charge. There was no patient involvement.